Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Initially, reloading the same cartridge did not resolve the issue despite receiving instructions to clean the pump's pneumatic tap area. Following a second attempt with a new cartridge, the issue was resolved, and the customer was able to successfully resume insulin delivery.